Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the renal artery. A 5.0mmx19mmx150cm express vascular sd stent was advanced for treatment. However, it was noted that the device was difficult to be pushed out and was kinked after withdrawal. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The device was tested, and it was able to track over a test guidewire then removed. Inspection of the remainder of the device presented no damage or irregularities. Product analysis found no damages.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the renal artery. A 5.0mmx19mmx150cm express vascular sd stent was advanced for treatment. However, it was noted that the device was difficult to be pushed out and was kinked after withdrawal. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.